Manufacturer narrative:
The customer returned a dialyzer from the reported lot for evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed showing as a steady stream of bubble coming from the pu cut surface at approximately 45° on the non-cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a potted fiber fragment was noted from the same area as the leak, an opposing end of the fiber fragment could not be isolated. The fiber fragment measured approximately 1.0 inches in length. There was no other damage or irregularities visually noted on the dialyzer. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, a dialysis technician reported that the blood leak occurred 2 minutes into treatment and was noted as being an internal blood leak. The technician reported that there was no damage seen on the dialyzer. The leak was visually observed toward the bottom hansen. Blood test strips tested positive. The machine, a fresenius 2008t machine, did alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, a dialysis technician reported that the blood leak occurred 2 minutes into treatment and was noted as being an internal blood leak. The technician reported that there was no damage seen on the dialyzer. The leak was visually observed toward the bottom hansen. Blood test strips tested positive. The machine, a fresenius 2008t machine, did alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.